Event description:
The report received from the affiliate indicated that during a percutaneous coronary intervention (pci), after implantation of a cypher 2.5 x 28 mm stent in the mid/distal left anterior descending (lad) target lesion, slow flow was observed. Two balloons were used to post-dilate the stent due to the slow-flow: a 2.0 mm balloon and a 2.5 mm balloon at the rated burst pressure (rbp). The patient was treated successfully. There was no reported patient injury.

Manufacturer narrative:
The procedure was done via the femoral approach. The target lesion was the proximal/mid lad. The lesion was reported to be: heavily calcified, moderately tortuous, and a 100% stenosis. A guidewire accessed the vessel. Balloon angioplasty was used to treat the distal vessel. The proximal end of the mid lad was pre-dilated with a non-compliant 2.5 mm balloon due to the heavy calcification/details not provided. The vessel was diffusely diseased and the physician had difficulty positioning the device, but a cypher 2.5 x 28 mm stent was implanted. The physician attempted to implant an additional cypher 2.5 x 23 mm stent, but was not successful despite deep-seating the guiding catheter. The lesion was pre-dilated again with a voyager 2.75 x 15 mm balloon several times. A vision 3.5 x 23 mm stent was implanted successfully although there was difficulty. Please note that device is distributed outside the united states, however, it is similar to the united states product. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.